Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: investigation of the returned device confirms the complaint; the distal tip of the lever has fractured. It should be noted that not all pieces have been returned. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Items were flagged during the sterilisation process. Device is reported to be broken.